Event description:
It was reported that the patient experienced shocks due to noise. The lead also had varying impedance levels, high impedance, and oversensing. The lead is scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.